Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-23. H6: investigation summary: it was reported that one syringe leaked chemotherapy through the plunger area. To aid in the investigation, six samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens on the samples received and no defects or imperfections were observed. Each sample was then tested for leakage and they all passed. The photo shows a syringe with solution and the rubber stopper at the 13ml mark. No defects or imperfections are observed in the photo. A device history record review was completed for provided material number 302830, lot number 0302855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a syringe 20ml ll s/c 48 experienced tip breaking and leakage during use. The following was reported by the initial reporter: "I had a syringe fail today from the plunger area, and leak chemotherapy. If you zoom into this picture you can see a big air bubble coming up through the plunger area, and some drops leaking through and coming out the bottom. This is the 2nd failure I have had this month with a 20cc syringe. The first failure was a leur lock tip breaking off when the user attempted to compound. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe tip broke off when the user attempted to compound. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with solution and the rubber stopper at the 13ml mark. No defects or imperfections are observed. A device history record review was completed for provided material number 302830, lot number 0302855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and with no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that a syringe 20ml ll s/c 48 experienced tip breaking and leakage during use. The following was reported by the initial reporter: "I had a syringe fail today from the plunger area, and leak chemotherapy. If you zoom into this picture you can see a big air bubble coming up through the plunger area, and some drops leaking through and coming out the bottom. This is the 2nd failure I have had this month with a 20cc syringe. The first failure was a leur lock tip breaking off when the user attempted to compound. "